Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils was performed on (B)(6) 2012.). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed . Most recent follow-up information incorporated above includes: on 1-mar-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / increasingly severe pain") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain") and alopecia ("excessive hair loss"). The patient was treated with surgery (to remove her essure coils was performed on (B)(6) 2012.). Essure was withdrawn. At the time of the report, the pelvic pain, pelvic discomfort, menorrhagia, abdominal pain and alopecia outcome was unknown. The reporter considered pelvic pain, pelvic discomfort, menorrhagia, abdominal pain and alopecia to be related to essure. The reporter commented: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. She subsequently sought treatment for her symptoms from her physicians, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils were properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced chronic pelvic pain/increasingly severe pain, amongst non-serious events. Plaintiff underwent a surgery to remove the coils approximately three and a half years after the insertion. Pelvic pain is anticipated in the reference safety information for essure. During essure therapy, pelvic pain may occur. Considering the plausible temporal relationship and lack of alternative explanation, a causal relationship between the reported event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.